Event description:
It was reported that a company representative received a programming tablet after being upgraded and noticed that the usb port of the tablet was missing the black block next to the brass pins. The tablet was received, but analysis has not been completed to date.

Event description:
Analysis identified that the missing black block from the usb port was found in a returned serial cable. No other anomalies were identified, and the cause of the damage to the usb port was user error.